Event description:
Patient has a sjm/abbott dual chamber pacemaker for intermittent complete heart block. Device implanted in 2020 estimated battery longevity 8 years in (B)(6) 2024 on routine check. Patient presented to emergency room with twitching in chest. Device interrogation showed device had entered safety mode. Unable to program around this. Patient brought to hospital for emergent generator replacement. Received letter from the company today after device analysis showing ingress of fluid into header causing short circuit of electrical components. This device/model has not been on advisory for this defect. Data from sjm/abbott analysis: upon receipt, the assurity pacemaker was interrogated using a merlin programmer and normal communication could not be established. Since the device had no telemetry, the device image (stored data) and programmer printouts could not be obtained. A longevity calculation was performed based on the nominal settings. The actual observed longevity (4.35 years). The device depleted sooner than expected. Visual and microscopic examinations were performed on the device header. Signs of a bonding anomaly were noted between the device epoxy header and the base/can. The pacemaker was stabilized at 37°c and tested on the bench. With a resistive load attached, the device output verification (as received) was performed, and the output signals were monitored on an oscilloscope. No outputs were detected. The device enclosure/can was then cut open for evaluation. The internal battery voltage measured 1.67v (below end of service (eos) level). Current drain from the electronic circuit board/hybrid was then measured and found to be higher than the normal a range. Additional analysis was then performed, and test results indicated that the header bonding anomaly and associated damage to the internal metallic components resulted in high current drain, premature battery depletion, loss of telemetry, and no output from the device.